Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot, a cracked display window and cracked battery tube threads.

Event description:
Customer called to report the insulin pump wasn't working. Blood glucose reading was 400 mg/dl. The customer had changed out the set a couple of times but the blood glucose level did not decrease. Troubleshooting was performed. Insulin did not exit the tubing during the manual prime process. Advised that the insulin pump will be replaced. Nothing further reported.